Manufacturer narrative:
The agent reported, this patient had a right total knee on (B)(6) 2025. The patient presented with an acute infection. Doctor did an I&d and tibial insert exchange. Male 73. Complaint has been evaluated and is similar to report number 1644408-2023-00284; 342-10-709, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to infection.